Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing (atp) and shocks due to the atrial driven rhythm. Technical services (ts) discussed potential programming changes with the physician. This ICD remains in service. No additional adverse patient effects were reported.